Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: ng, inratio2: 3.0, lab: >10. Date: ng, lab: 12. Doctor's intratio2 meter. Five days after initial inratio2 and lab data. Pt had a lab draw at labcorp and the inr result was >10 (at 8:44 am - date not provided). That afternoon the pt had an office visit and the doctor's office performed testing using inr2 with inr result of 3.0. Five days after the initial date the pt was hospitalized. The lab draw there had an inr =12. No pt info provided. Customer is concerned with calibration of meter. Technical support told them that the meter is factory calibrated. Technical support also indicated that more info was needed concerning technique, medications and pt history. Pt has been on stable dose of coumadin and inr readings have been steady at the pol.

Manufacturer narrative:
Investigation pending.